Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up false asystole episodes due to undersensing were noted on the device. After programing changes were made to resolve the undersensing event, noise episodes were noted on the device. It was reported that it was impossible to program the device to resolve both undersensing and noise events. Manual recordings will be used to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2018-16508, the same issue was previously reported as 2017865-2018-11152.